Event description:
It was reported that a .025" findrwirz perforated the left atrial appendage, resulting in bleeding. Pericardiocentesis was performed while the lariat suture delivery device was advanced over the laa. The bleeding resolved after successful laa ligation. The pt recovered and was discharged normally.

Manufacturer narrative:
Add'l info was provided by the sentreheart rep who attended the case: the location of pericardial access and the orientation of the laa required add'l manipulation of the lariat while trying to capture the laa for ligation. The findrwirz most likely perforated the laa at some point during this add'l manipulation. Pericardiocentesis was performed and the pt remained stable. The procedure continued and successful laa ligation with the lariat was performed, eliminating the bleeding. The pt then recovered normally with no further sequelae. Potential vessel damage is a known complication listed in the IFU. The device was not returned for eval and there is not evidence to suggest there was a device malfunction. A review of mfg records confirmed the device met specifications prior to shipment.